Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During the assistance with a check patient line alarm on the home choice (hc), occurring during use, during initial drain, the patient revealed during troubleshooting there was air in the line. The technical service representative (tsr) explained to home patient (hp) that they have to check the patient line for air prior to connecting to the machine. The tsr assisted the hp with ending therapy and told the hp to contact their registered nurse (rn). During follow-up the home patient (hp) was asked about the reported problem. The hp stated they did talk to their nurse and they came by to give the patient heparin and antibiotics. The hp stated they did not notice anything unusual with the supplies during the alarm. They stated they have been resuming therapy successfully since then. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed and the cause was not identified because the sample evaluation could not confirm this issue, the patient did not describe any type of use error that might have caused the alarm, a baxter employee did not identify the alarm in the event log of a returned device, and troubleshooting did not identify a cause. Patient stated that there was air in the patient line. Air in the patient line won't cause this alarm. Air can enter the set in various ways; however, a cause for the air could not be determined from the event description. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.